Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the instrument led on the e-100 turned orange when connecting an instrument. The customer power cycled the e-100 and reset the breaker, but the issue persisted. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and noted an undefined integrated electro surgical unit (iesu) fault, that may have indicated a failure against the e-100. The customer continued the procedure using the erbe generator. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) visited the site for further investigation. Fse could not replicate the reported issue but replaced the e-100 generator as a precaution. The e-100 generator was returned for failure analysis. The reported failure could not be replicated. This unit was installed onto the test system, and it worked fine with a vessel sealer extend (vse) instrument installed. The vse was tested with a saline dipped gauze in the jaws. Failure analysis fired the yellow pedal/sync activation cut/seal about 100 times. The e-100 worked fine without any issue.